Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a delivery anomaly; the pump would not give him enough insulin despite a high blood glucose reading. The patient's blood glucose at the time of incident was 300 mg/dl; however, he stated that if his sugar read 300 mg/dl then the insulin pump will only give him 0.3 units of insulin. The customer mentioned that he has been sick of late, which may be a result of his high blood glucose. Troubleshooting was declined for the insulin pump since the customer has been discussing the possibility of getting a new pump with his doctor. Additionally, the customer did not believe that troubleshooting would help, and that he has had to revert to treating with manual insulin injections. No products were shipped or returned.